Event description:
Patient had an original endovascular stent placement in 2003. Subsequently, patient had a type iii endoleak repair in 2005 that was resolved with a main body extension (1820334-2006-00278). After this repair, the patient developed a right buttock claudication, secondary to iliac thrombosis. Two months ago, the patient underwent a partial bowel resection. Aneurysm growth was not noted at that time. However, patient recently came back in for wound repair and was bacteric (e. Coli bacteremia). A CT was done and there was noted a definite gap between the aortic and iliac limb on the left side. Once patient's infection is under control, the interventional radiologist will be placing another manufacturer's endovascular stent graft to traverse the area of separation of the type iii endoleak. The aneursym measures 10cm at this time.

Manufacturer narrative:
Evaluation: after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. An evaluation of this event found that it was caused due to anatomical changes in the patient over time.